Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to an unlocked connector at the lcd board. Unable to verify bolus delivery anomaly due to no button response. The pump also had a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 530 mg/dl, which the customer attempted to treat using the bolus wizard feature on the insulin pump. No significant events leading to the keypad issues were observed. The customer stated that she was trying to do an infusion set change and was having issues with the act button during the rewind process. The customer also reported that upon review of the bolus history, so observed a bolus of 9.2 units that she did not deliver. After troubleshooting, the customer was able to deliver 2.7 units of insulin via the bolus wizard and an additional 5.0 units manually. Advised discontinuation and replacement of the insulin pump, although the customer declined to discontinue its use. Nothing further reported.